Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was trying to take the enlite serter off and she was having trouble when she tried to remove the serter. Customer stated that the spring was not strong enough to insert the sensor at times. Customer stated that her skin is tough and the serter does not fire the sensor all the way in. Customer's blood glucose level was 504 mg/dl. Customer's serter was not releasing the sensor after the 2nd button press. Customer treated with the pump. Customer was advised that the catch arm may be bent. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.